Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was not able to get deployed. It was further reported that the filter hook stuck in the sheath itself. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was returned for evaluation. On visual evaluation, it was noted the dilator was received loaded within introducer sheath. The pusher catheter was loaded to the touhy-borst adapter and filter storage tube. The filter was not received within the filter storage tube and was received deployed. The filter was received with all limbs present, and no legs crossed. Sample appeared to have blood residue throughout. No anomalies were observed. On functional testing, the dilator was unloaded from introducer sheath. The distal tip was noted to be deformed. No other functional testing performed. Therefore, the investigation inconclusive for the reported activation, positioning or separation problem as the conditions of use cannot be recreated and the investigation is identified and confirmed for the deformation due to compressive stress as the tip of the dilator was noted to be deformed. A definitive root cause for the activation, positioning or separation problem and identified deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was not able to get deployed. It was further reported that the filter hook stuck in the sheath itself. The procedure was completed using another device. There was no reported patient injury.